Event description:
It was reported that the procedure was to treat a narrow, heavily calcified, and 90% stenosed upper extremity radial artery. When a 2.75 x 23 mm xience prime was being advanced, due to the heavy calcification and strong pushing by the physician, the proximal shaft separated. Another xience prime was successfully used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Shaft separation was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Incorrect anatomy and excessive force. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.